Event description:
Customer reported via phone call that there is a no delivery alarm. The blood glucose reading is 158 mg/dl.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.